Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and determined that the reagent probe b leaking was due to faulty collar wash vacuum valve. The fse replaced the collar wash vacuum valve and that resolved the leak and calibration failure. Instrument resumed operation. (B)(4).

Event description:
The customer reported failing cartridge chemistry calibration and discovering a leak on the top of the cartridge when troubleshooting on their unicel dxc 600i synchron access clinical chemistry system. The leaked fluid was three to four milliliters (3-4 ml) of deionized water and contained in the reagent carousel. The operator wore a lab coat and gloves while operating the instrument. No one needed medical attention. No erroneous results were generated.